Event description:
The caller reported that the insulin gauge on the pump displayed an amount different from the expected value, specifically showing 0 units when the caller expected a fill estimate of 120 units. It was unknown whether this issue had any adverse impact on the customer's blood glucose level. To resolve the issue, the caller performed the necessary steps to remove air from the cartridge, used room temperature insulin, and opted not to reuse or overfill the cartridge. Technical support guided the caller through filling and loading a new cartridge, after which the fill estimate displayed was 8 units, while the expected fill estimate was 275 units. The issue was resolved without identifying any problems in the cartridge fill process.